Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device heated up and had low power. Therefore, the reported condition was confirmed. It was determined that the bearings and gears were corroded. The assignable root cause was determined to be due to immersion during cleaning which was failure to follow instructions for use. This was further defined as misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the compact speed reducer device had a high temperature (112). This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.